Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/2/2026. H6 component code: g07002 - no device problem found. H6 component code: c22 - photo analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify --during use on the patient d4/g4: device is not distributed in the united states, but is similar to device marketed in the USA. Therefore, (01)gtin is not available. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revelated that one foil packaging, with one detached needle and a strand were received for analysis. Product code vcp1493h. During the visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification, and suture remnant was noted, the suture end was noted to be broken. Additionally, photo was provided and it showed a transparent bag containing four opened foil packages of product code vcp1493 with lot number s25070028, along with a detached needle and several dispensed suture strands. No conclusion could be reached on the cause of the reported event. As part of eth quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and suture was used. It was reported that the problem of pulling off suture needle happened in surgery . Total 4 products occurred needle pull off issue. Changed another one to complete the surgery. There is no report on patient's injury. The needle did not fell into the patient. Additional information was requested.